Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood pump rotor tubing guide cover on the 2008t machine came off and damaged the blood pump tubing during a patient's hemodialysis (hd) treatment. During follow-up it was confirmed the blood pump rotor was replaced however the machine remained out of service. Additional information was requested however a response was not received. It was stated upon initial reporting that the patient did not experience a serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) is unknown. It could not be confirmed whether a sample was available to be returned to the manufacturer for physical evaluation. Correction: the biomed stated upon initial reporting that the patient did not experience complications and was able to complete treatment on a different machine. During follow-up the biomed confirmed that the clinic does not utilize fresenius bloodlines.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood pump rotor tubing guide cover on the 2008t machine came off and damaged the blood pump tubing during a patient's hemodialysis (hd) treatment. During follow-up it was confirmed the blood pump rotor was replaced however the machine remained out of service. Additional information was requested however a response was not received. It was stated upon initial reporting that the patient did not experience a serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) is unknown. It could not be confirmed whether a sample was available to be returned to the manufacturer for physical evaluation. Correction: during follow-up the biomed confirmed that the clinic does not utilize fresenius bloodlines.

Manufacturer narrative:
The first sentence of the correction in b5 "the biomed stated upon initial reporting that the patient did not experience complications and was able to complete treatment on a different machine." Was added in error.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. An inspection on the returned rotor showed one of the rear guide pin have a loose and deformed sleeve. The pin has signs of wear markings and debris. The other rear sleeve is not loose nor deformed, however, there is debris around the pin. There are no discrepancies with the front guide pins and sleeves. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis for two hours. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood pump rotor tubing guide cover on the 2008t machine came off and damaged the blood pump tubing during a patient's hemodialysis (hd) treatment. During follow-up it was confirmed the blood pump rotor was replaced however the machine remained out of service. Additional information was requested however a response was not received. It was stated upon initial reporting that the patient did not experience a serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) is unknown. It could not be confirmed whether a sample was available to be returned to the manufacturer for physical evaluation. Correction: during follow-up the biomed confirmed that the clinic does not utilize fresenius bloodlines.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood pump rotor tubing guide cover on the 2008t machine came off and damaged the blood pump tubing during a patient's hemodialysis (hd) treatment. During follow-up it was confirmed the blood pump rotor was replaced however the machine remained out of service. Additional information was requested however a response was not received. It was stated upon initial reporting that the patient did not experience a serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) is unknown. It could not be confirmed whether a sample was available to be returned to the manufacturer for physical evaluation.